Manufacturer narrative:
(B)(6).

Event description:
It was reported that 1yr and 4 months after having an lca procedure, the patient felt discomfort and doctor confirmed the screw had migrated under the skin and needed to be removed. The patient was admitted for this a revision procedure and it was discovered that part of the screw was broken and another piece was still in place. The broken piece was removed. No additional patient complications were reported as a result of this event.

Manufacturer narrative:
Two biorci interference screws were used during a single procedure. One 7207681 sterile 9x25mm biorci-ha screw and one 7207683 sterile 9x35mm biorci-ha screw. These are interference fit products. Maximum surface to surface intent is achieved with interference style screws by use of same size tunnel allowing the screw threads to make optimum surface to surface contact. At the time of original acl procedure; 2016, the patient was 15 years old. The procedure was in response to a scooter accident. A subsequent revision procedure during 2017 was performed to address patient discomfort and migration of product under the skin. It was relayed that during revision, a broken piece of screw was found and removed. Two screw heads were returned. They are both 9mm products. The entire lengths were not returned. The following IFU information has potential factor into acl procedures: under warnings, the IFU states: ¿the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion¿ and states: ¿if hard bone is encountered, the biorci tap should be used¿ and the IFU contraindications lists: ¿conditions which would limit the patient¿s ability or willingness to restrict activities or follow directions during the healing period¿. Surgical records report no specific issue post procedure. Patient was released day three. Follow up appointment one month later. There were no details indicating a second physical incident occurrence leading to revision surgery. The product returned does not indicate loss of integrity. Reports indicate that during revision they were cut for removal. No root cause related to the manufacturing of this device can be confirmed. D10: device returned for evaluation.